Manufacturer narrative:
Device code was corrected to accurately describe reported issue.

Event description:
The customer contacted stryker to report that their device was showing artifact with the ECG paddles during a cardiac arrest case. In this state the user may not be able to interpret patient rhythm's appropriately, and the device may not deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the device and was unable to duplicate the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Cause of the reported issue could not be determined. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device was showing artifact with the ECG paddles during a cardiac arrest case. In this state the user may not be able to interpret patient rhythm's appropriately, and the device may not deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.